Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged audio bolus button with tactile change issue. There was reportedly moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged audio bolus button with tactile change issue. There was reportedly moisture/corrosion behind the display. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow up #2 submitted: 10/18/2016. The device was returned to animas and investigated by product analysis on 09/24/2016 with the following findings: on examination, moisture was confirmed to be visible through the display lens. Leak testing failed due to a moisture leak at the audio bolus button; the audio bolus button cover and the underlying button slug were missing from the pump allowing for moisture ingress in the pump. No moisture or contamination was found on the button contact. The pump was opened for further investigation revealing moisture contamination throughout the inside of the pump. Unrelated to the original complaint, the battery compartment was noted to be cracked. Leak testing did not reveal moisture leakage at the site of the battery compartment crack.